Event description:
A hosp reported through our distributor that an mr290 autofeed humidification chamber filled with water beyond the water maximum line, and water flowed through the circuit to the pt. The medical staff were alerted to the problem when the ventilator alarmed. It was reported the chamber had shown no defect during a leakage test, prior to use. No pt consequence was reported.

Manufacturer narrative:
The returned unit was tested to see if it would overfill. Results: the chamber functioned correctly and did not overfill when connected to a water bag. A dent was observed in the base of the device, just to the right of the hinge bracket of the autofeed valve. Conclusion: the dent suggests the device had suffered an impact and this could have prevented float operation. When the device was evaluated, no fault was found in the floats, suggesting transportation vibration may have caused the floats to work again. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line. A lot check revealed no other complaints of this nature for this lot number. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the last year of 0.0015%.